Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was explanted due to a lead fracture and the rv lead was explanted due to insulation damage. No further information available.

Manufacturer narrative:
New information notes that the return information and the results of the lead evaluation are under manufacturer report 2938836-2015-29762.